Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
On (B)(6) 2019, the device exhibited high ventricular pacing in an in-office follow up. Patient did not complain of any adverse events at the time. On (B)(6) 2019, the patient was admitted to the hospital due to complaints of pain; physician suspected an infection. Once the pocket was opened, there were no signs of infection. Device was shifted to a subcutaneous location to alleviate pain. The pocket was closed without disconnection or removal of any product. Should additional information become available, this file will be updated.